Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to the device was too shallow and uncomfortable. No additional adverse patient effects were reported. The explanted device was not released by facility and will not be returned.